Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. The device was visually and functionally tested as the retuned laser fiber was broken and damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a retrograde intrarenal surgery (rirs) procedure, the 150microns laser fiber broke at the site of insertion to the instrument channel of the scope after it fired. The user opened a new 200microns laser fiber and procedure completed with no further issues. There was no report of patient harm.